Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported there is always air after a certain time at the end of the infusion tubing. Patient stated there was no air before at the beginning of the infusion tubing which was moving forward. Patient assumes there is a leak at the end. No further information is available. Patient will use a different type of infusion tubing. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.